Event description:
The balloon was broken on the unibody mickey gastro jejunal (gj) tube after having been in for two weeks. It was replaced in interventional radiology (ir) with a twenty french gastro-tube and a threaded five french jejunal tube. There was no harm.